Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead recorded a signal artifact monitoring episode with minute ventilation (mv) termination algorithm. Also, noise over sensing at the ra lead channel was observed at other episodes. A full system analysis was recommended for this system. Minute ventilation feature remains available as it is switched to the right ventricular lead. The ra lead and pacemaker remains in service. According to the field representative, the device was reprogrammed to a ventricular pace and sense mode as the atrial lead appears to be compromised. The patient will continue to be monitored and a right atrial lead revision performed if determined to be necessary. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead recorded a signal artifact monitoring episode with minute ventilation (mv) termination algorithm. Also, noise over sensing at the ra lead channel was observed at other episodes. A full system analysis was recommended for this system. Minute ventilation feature remains available as it is switched to the right ventricular lead. According to the field representative, the device was reprogrammed to a ventricular pace and sense mode as the atrial lead appears to be compromised. The patient will continue to be monitored, and a right atrial lead revision performed if determined to be necessary. The ra lead and pacemaker have been explanted at this time. The pacemaker has been returned for analysis and the ra lead returned severed, attached to the pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of b5; describe event or problem field. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead recorded a signal artifact monitoring episode with minute ventilation (mv) termination algorithm. Also, noise over sensing at the ra lead channel was observed at other episodes. A full system analysis was recommended for this system. Minute ventilation feature remains available as it is switched to the right ventricular lead. According to the field representative, the device was reprogrammed to a ventricular pace and sense mode as the atrial lead appears to be compromised. The patient will continue to be monitored, and a right atrial lead revision performed if determined to be necessary. The pacemaker has been explanted at this time. The pacemaker has been returned for analysis and the ra lead returned severed, attached to the pacemaker. The other ra lead section remained out of service, implanted. No additional adverse patient effects were reported.